Event description:
Consumer reports their meter not reading accurately. Kept getting high readings all day, family member took pt to the hosp where pt was kept for a day. Readings were not "that" high. Unable to run clark error analysis, consumer unsure of readings and time elapsed.